Event description:
A distributor reported that the keypad buttons are unresponsive.

Manufacturer narrative:
The pump was returned to animas for evaluation. The keypad was found to be intact; no peeling or lifting was observed. It was noted that all button symbols were worn. The down arrow keypad button was unresponsive during testing. It was observed that all keypad buttons spring back as expected when pressed. There was evidence of keypad adhesive found under the down arrow key contact.